Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation identified and verified the keypad malfunction and found that the second column of keys and the fourth softkey were inoperable. The cause was identified to be a failed keypad. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a keypad malfunction. Column two and the fourth softkey were found to be inoperable. There was no patient involvement. No additional information is available.